Event description:
The pt/lay user contacted lifescan (lfs) alleging high readings on the ultra meter. The medical affairs specialist (mas) spoke to the pt on 2005 and obtained/verified the following info: a couple of weeks ago, the pt's meter stopped powering on. During that time she still took her set amount of oral medication (metformin). Two weeks ago (date unk), the pt felt weak and dizzy; therefore, she tried to test on the meter and the meter would not power on. She contacted a friend to take her to the hosp. In the ER, the pt was treated with insulin; however, the pt does not recall the reading and was told that her readings were "slightly high". The battery was replaced greater than a year ago. The battery was correctly installed and the pt did not have a replacement battery. Customer care agent (cca) sent the pt a replacement meter, strips and control solution. The complaint is being reported as an adverse event, since the pt was treated with insulin by a medical professional since her readings were "slightly high".

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis on 2/10/2006 with the following findings: the meter involved in this case has failed testing due to battery voltage being low, which caused the meter not to turn on. The returned test strips were also tested and they passed all testing with no faults found. At this time, we consider this matter closed.